Event description:
It has been reported to philips that the suite pc was not starting, and a restart did not resolve the issue. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed that the system and confirmed that the suite pc didn¿t work, and the system was down. Review of system logfile confirmed that the malfunction with the suite-pc. Rse suggested to replace the suite pc and hdd to the customer. The customer replaced the suite pc, hdd and reloaded the software. After replacement of suite pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.